Event description:
It was reported by the hospital contact that the coil (ssr18123020/c19397) would not detach after multiple attempts, at least 10 attempts were made. The coil and the sl10 microcatheter (details unknown) were re-positioned between each detachment attempt. The coil finally detached while simultaneously pulling the coil back down into the microcatheter while the detachment button was being pressed again. The product will be returned for analysis. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. The patient is recovering well. The procedure was for a 1.6cm basilar tip aneurysm which had low tortuosity. The same detachment control box (details unknown) and connecting cable (details unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light was seen during the case. The fault light was not seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. Torquing of the dpu was not required during positioning of the coil in the aneurysm.

Manufacturer narrative:
It was reported by the hospital contact that the coil (ssr18123020/c19397) would not detach after multiple attempts, at least 10 attempts were made. The coil and the sl10 microcatheter (details unknown) were re-positioned between each detachment attempt. The coil finally detached while simultaneously pulling the coil back down into the microcatheter while the detachment button was being pressed again. The product will be returned for analysis. Patient death or serious injury did not occur as a result of the event. Additional medical intervention or medication was not required to prevent impairment or injury. The patient is recovering well. The procedure was for a 1.6cm basilar tip aneurysm which had low tortuosity. The same detachment control box (details unknown) and connecting cable (details unknown) were used to complete the procedure. A pre-deployment electrical check was performed. The low battery light was seen during the case. The fault light was not seen during the case. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. All connections appeared to fit properly without application of excessive force. There was no resistance during deployment of the coil system through the microcatheter. Torqueing of the dpu was not required during positioning of the coil in the aneurysm. The coil was implanted and not returned as reported. Located off the proximal end at 3.0, 70.0, 76.0, 107.5, and 154.0 (all in centimeters) are a series of bends and kinks on the core wire. The circumstances of when and how that produced this damage to the core wire cannot be determined as this was unreported. The resheathing tool was returned severed into two pieces. The resheathing tool¿s fracture is ductile in nature requiring external force. No material defects were found. The circumstances of when and how the resheathing tool was severed cannot be determined as this damage was unreported. Located at the proximal tapered section of the resistive heating coil is a kink. The detachment fiber is partially melted with evidence of multiple detachment attempts being performed. The device positioning unit (dpu) passed electrical testing with resistance at 52.1 and the enpower systems go green light illuminated. No manufacturing defects were found. There are two possible contributing factors to the coils detachment difficulty. These factors may have worked separately or in tandem with each capable of producing similar results. The primary contributing factor may have been due to a loss of fiber tension which may have caused a loss of direct fiber contact against the heating surface on one side. This could have resulted in a partial melting of the detachment fiber which may have temporarily captured the coil before releasing it when the detachment button was pressed in conjunction with pulling back the dpu. The loss of fiber tension may have occurred if the coil¿s socket ring was pushed down inside the outer sheath (angle ring section) during advancement through the sl-10 microcatheter. This would have caused a loss of fiber tension on the side where the coil¿s socket ring was pushed down inside the outer sheath resulting in a partial melting of the detachment fiber which may have temporarily captured the coil before releasing it. The selection of the incompatible 10 series microcatheter to be used with the 18 series microcoil system may have contributed to the coil¿s socket ring being pushed down inside the outer sheath which would have caused a loss of both fiber tension and its direct contact against the heating surface. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 18 system is compatible with microcatheters with inner lumen diameters ranging from 0.017 to 0.021 in (0.356 to 0.533 mm).¿ the inner lumen of the sl-10 microcatheter is 0.0165¿. The secondary, but equally important contributed factor to the detachment difficulty may have occurred during the multiple repositioning of the coil inside the aneurysm. This may also have contributed to the loss of fiber tension which may have caused the loss of direct contact against the resistive heating coils heating surface. This may have resulted in the partial melting of the detachment fiber and it¿s possible temporarily capturing the coil¿s socket ring before it was released when the detach button was pressed and the dpu was pulled back at the same time. In addition, without the return of the complete detachment system and the coil used in the procedure it cannot be determined if these component had any additional contributions to the complaint event. A low battery light was observed during the procedure. It was not reported which detachment box was utilized for the procedure. If this was the enpower dcb then: it is important that the dcb be returned for replacement as the non-replaceable battery is nearing its end life through normal use. Per IFU, ¿if the amber low battery light is illuminated, then the dcb will function properly, but less than 100 detach cycles remain on the unit.¿ if this was the classic black dcb then: the almost discharged batteries with the low battery light illuminated should be replaced with new matching batteries. Based on the information, the event was not confirmed. The coil was implanted and was not returned for analysis; however procedural factors may have contributed to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: sl10 microcatheter (details unknown), detachment control box (details unknown), connecting cable (details unknown).